Event description:
Additional information was received that the physician could neither rule out or rule in vns as the cause of the bradycardia. However there is not any indicated for the that vns is causing the issue. No former information was provided.

Event description:
It was initially reported that the patient was hospitalized for bradycardia. No further information was provided and the relationship to vns is unknown. Attempts for additional information have been unsuccessful.